Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted for malignant pain, thoracic, and other indications. It was reported that the patient was trying to deliver a bolus and the handset was at 90% but was not connecting or not finding the device. Patient services walked the reporter through clearing the data on the handset. The reporter was able to successfully deliver the bolus. Troubleshooting steps taken with patient services resolved the issue. The reporter requested documentation on how to clear the data for future references. Patient services emailed the reporter the documentation. The patient had 4 or 5 boluses per day. In regards to pump medications, the reporter mentioned fentanyl and the briefly mentioned bupivacaine but did not confirm bupivacaine.